Event description:
Per the clinic, the patient experienced cellulitis at the implant site and was treated with oral and topical antibiotics and topical steroid ointment (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.